Event description:
It was reported that the pulse generator exhibited backup vvi. The patient was asymptomatic, and presented in the hospital for reasons unrelated to the pacemaker. Since previous battery data was unknown, a user download was not performed. The pulse generator was explanted and replaced, due to unresolved bvvi status.

Manufacturer narrative:
Na